Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The device was deactivated at 4111 pulses. No damages or defects were observed that would result in a needle mechanism failure. The downloaded data returned an 0x18 alarm. It was observed during investigation that the plunger ran to 0% filled. The download data showed a timeout, but no drive stalls. The timeout was caused by the plunger reaching the bottom of the reservoir. No other damages or deficiencies were observed during the investigation.